Event description:
It was reported that the ilet user experienced prolonged high blood glucose readings over 400 mg/dl and later 386 mg/dl, with subsequent verification attempts yielding meter errors. The user¿s spouse identified that the infusion set tubing had disconnected from the connector and insulin was leaking, then reattached the tubing and completed a full supply change with an inset 6 mm, after which insulin delivery resumed. Symptoms included hyperglycemia and nausea. Outcomes included no lasting health consequences or impact once insulin delivery was restored and glucose levels declined to 273 mg/dl with symptom improvement. Investigation included communication with the user¿s caregiver and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage problem involving improper or incorrect procedure with the infusion set connection, and involvement of the cannula/tubing connection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.